Event description:
An impulse dynamics field representative was made aware on april 13, 2026 that a patient implanted with an osm ipg had their device explanted that day due to the patient receiving a heart transplant. No other information was provided. The device was scrapped by the hospital and therefore is not available for further evaluation. However, there is no evidence to suggest the device was malfunctioning prior to explant.